Manufacturer narrative:
This report is submitted on august 21, 2023.

Event description:
Per the clinic, the patient experienced an infection at the abutment site and was treated with topical antibiotics (specific date and duration not reported).